Event description:
The customer reported that the fluoro images did not display on the workstation monitor. Also the kv and ma rose up to the maximum.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is under negotiation with the customer.